Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sleeve gastrectomy when resecting the stomach, the reload of the device did not fire, another of the same product was opened to complete the case. There was no patient harm.